Event description:
It was reported that the pt had a mesh procedure in 2009 and is now having continuous complaints of pain. Pt had a cystoscopy and was told that the mesh was eroding into bladder.

Manufacturer narrative:
No sample was returned for evaluation and the lot number is unknown. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any nonconforming unit. Event described could not be confirmed as a manufacturing related issue. The ifus for all women's health products currently address potential risks associated with surgically implantable materials.